Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device . It was confirmed that the rotaflow was not recognizing ac-power. The service technician also recognized a loose wire connection of the power supply input connection. It was also confirmed that the device had damage on the lower-left front corner and the upper-right rear corner of the housing, which could be contributed to at least two hard impacts of the device. The loosening of the connector could be contributed to the impacts of the device and led to the loss of the battery-power and the ac-power. The odu connector of the device was undamaged and therefore the device could be provided with power supply via the hl20 over the odu connector. The service technician reconnected the hot wire to its terminal and performed a full functional verification of the rotaflow. The device passed all tests successfully and worked on ac power and the battery was charging. Based on the available information to the manufacturer at this time the reported event can be contributed to a mishandling of the device by the user. (B)(4).

Event description:
It was reported that the customer complained that rotaflow battery only charges to 25%. It was also noticed that rotaflow was not recognizing ac power and the battery was not charging. Additional information received on 12/01/2015: information was provided that the patient died. Specifics on the date of death or on the circumstances leading to the death were requested but not provided. In addition the information was provided that the customer reported that a delay in the start of the procedure contributed to the death. The delay was caused due to the fact that a hl20 unit had to be moved to the operating theatre to connect the rotaflow to the hl20 via odu connector for power supply. (B)(4).